Event description:
User reported 3 false positive results. No information regarding additional testing. This is report 1 of 3.

Event description:
User reported 3 false positive results. No information regarding additional testing. This is report 1 of 3.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6), (B)(6) (3014862188-2021-01315,1314: test 2,3, of 3).